Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2022. Review of the download data, indicates the patient received two appropriate treatments during vt which did not convert the arrythmia to a slower rhythm. At 14:10:54, the patient received the first appropriate treatment. The patient's rhythm at the time of the treatment event was vt at 180 bpm with pvcs. The patient's post-shock rhythm was vt at 180 bpm with pvcs. At 14:11:20, the patient received the second appropriate treatment. The patient's rhythm at the time of the treatment event was vt @ 180 bpm with pvcs. The patient's post-shock rhythm was vt @ 180 bpm with motion artifact and pvcs. From 14:12:04 to 14:13:39, vt from 170-240 bpm was seen. Rb use, CPR/motion artifact and electrode lead fall off prevented the lifevest from treating the patient during these two times. At 16:24:25, final device shutdown occurred. Patient was last seen in asystole with CPR/motion artifact and electrode lead falloff. The patient passed away on (B)(6) 2022. Reporting due to treatment shocks being unable to convert vt to a life-sustaining rhythm.

Manufacturer narrative:
Device evaluation of the monitor has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.